Manufacturer narrative:
(B)(4). The used device was received for evaluation. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Visual inspection and microscopic inspection were performed and identified a damaged patient adapter. The cause of the condition was not determined. A CAPA has been opened to address this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue when the transfer set came off of the titanium adapter while patient was having a shower (details not provided). There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for analysis and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.